Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and could duplicate the reported phenomenon which there was the error due to the emergency lamp failure. Moreover omsc confirmed that the error e207 which indicated the emergency lamp is blown or failed was displayed at the evaluation based on photos taken by sorc. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of sorc and a thing which sorc and duplicated the reported phenomenon at evaluation, omsc surmised that the reported phenomenon was attributed to accidental failure of the emergency lamp of the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error message which indicated the emergency lamp failure of the subject device was displayed at the preparation for use. There was no report of patient injury associated with the event.